Event description:
During the case of open reduction internal fixation of the right humerus, the surgeon was using a synthes flexible reamer with an 8.5 mm reamer head/tip. Upon radiologic confirmation of placement of plates and screws, it was noted that the reamer tip had dislodged from the connecting piece and was retained in the patient. Attempts made to remove the tip were unsuccessful. Manufacturer representative was notified. Inspection of the flexible reaming set was completed and deemed that was functional without the missing 8.5mm reamer head/tip. Therefore, the cause of dislodgement is unknown. Manufacturer response for orthopedic flexible reamer and reamer tip, (brand not provided) (per site reporter). Representative inspected reamer connection piece and determined that it was in working order. Unable to determine issue with tip as it was retained in patient. They are doing further investigation for any additional reports of similar issues.